Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. An attempt to remove the device with the aide of the access ports was unsuccessful. The device was removed with counter-traction and an assertive pull. The clip deployed in the vessel and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.